Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with no asystole during routine follow-up. It was noted that as part of troubleshooting, isometric exercises and pocket manipulation testing were performed, and multiple impedance measurements were taken. Lead degradation was indicated to be the suspected cause. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.